Event description:
A facility reported that the mayfield ultra base unit (a2101) would gradually slip even after locking the mechanism. The facility has not reported if there was patient involvement, injury, or surgical delay relative to this event.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation showed that the unit was slipping due to locking base not set up to minimum force as per manufacturer's specifications, and the 6 inch transitional member's starburst teeth did not meet specification. Lot number of unit is 159 which suggests that the unit is more than 7 years old. We do not recommend repair; recommend replacing item. Root cause analysis - complaint confirmed via inspection of the unit. Probable root cause is routine use and wear and improper maintenance. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.